Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0875 inches. Test p-cap and reservoir locks properly into the reservoir compartment. No delivery alarms were not noted during testing. Low reservoir feature was tested for its functionality using a reservoir of 0.0 u and passed, no low reservoir anomaly was detected. Successfully downloaded pump history files and traces using thump software. Pump delivered 214 bolus deliveries on the event date of 02/24/2025 at 00:02:33.000 to 23:57:33.000. Pump alarmed 5 no delivery alarms on the event date of 02/24/2025 at 08:26:37.000 to 08:49:10.000 during bolus and priming. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications [22.340 mv]. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. No delivery/occlusion alarm, and low reservoir anomaly was not confirmed during testing. Unable to verify customer's complaint for high bg's. No device problem was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and the customer received alert on high and low reservoir anomaly. The event involved product(s) mmt-342, mmt-441ag, mmt-1884. Troubleshooting was performed for the insulin flow blocked alarm, the customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. The customer reattempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. No product return is required for mmt-342. Mmt-441ag was requested and customer response was the device will be returned. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.